Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer experienced issues with qc results and received questionable results for multiple assays for an unknown number of patient samples. The samples were repeated on another cobas c501 analyzer. Only the following data was provided: original calcium gen 2 result was 11.0 mg/dl and the repeat result was 1.8 mg/dl. Original calcium result was 11.3 mg/dl and the repeat result was 1.8 mg/dl. Original glucose hk result was 47 mg/dl and the repeat result was 67 mg/dl. Questionable results were also received for total protein gen. 2 and urea/bun, but no specific data could be provided. The repeat results were believed to be correct. The customer stated some erroneous results were reported outside the laboratory, but could not provide specific information. Seven patients had to have results corrected. The customer did not know if any patients were adversely affected, but stated she had not received any complaints from physicians. The reagent lot numbers and expiration dates were requested, but were not provided. The field service representative found the r2 syringe lock nut had become loose and the syringe was moving with the plunger. Therefore, no r2 or r3 reagent was being aspirated or dispensed. He corrected the syringe and during the troubleshooting process found the reaction cells had scratches in them from the squeegee nozzles being slightly bent. He corrected the nozzles and replaced the cells and lamp. He ran a precision check on multiple assays and the customer ran qc on all assays. All results were within specification.